Manufacturer narrative:
Insulin pump powered up properly after battery installation. No partial display or missing segments noted. Insulin pump received with normal operating currents and passed all functional testing including the self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. A water filled reservoir was used during the test. Insulin pump was monitored for one day. Several bolus were programmed and delivered. Device left at pump display matched properly unit left attest reservoir. Insulin pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was over 400 mg/dl. Customer mentioned the device was dropped during troubleshooting and the black ring from the reservoir compartment was missing. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.